Event description:
Since the last 3 or more years I have been experiencing more frequent and more severe sinus infections and bronchitis. I have been on antibiotics and steroids for several months and the symptoms have been getting worse. This greatly affected my work and my personal life, being one of the factors why I lost my previous job and the reason why I was afraid to look for a job while covid-19 was at its worse. I learned of the recall by accident while researching what could be causing my problems. FDA safety report ID # (B)(4).